Event description:
The customer reported that during a routine check of the iabp, prior to use on a patient, the unit failed the safety disk lead test. The iabp was replaced with another and therapy was initiated.

Manufacturer narrative:
The co rep found that incorrect luer fitting was being used to plug the safety disk. Replaced the luer fitting (part number 0103-00-0211). Replaced missing screw cover labels (p/n 0334-00-1666). The iabp was performance tested to factory specification. It functioned normally and was returned to the customer. (B)(4).